Event description:
Had lasik surgery and 5 years later they are telling me I have cataracts. Doctor said people usually don't get cataracts until they are about to die. I am (B)(6). Lasik left my eyes dry and shadows with beginning stages of cataracts. I have problems driving or reading.

Event description:
Add'l info received from reporter on (B)(6) 2015: she had a lasik procedure on both her eyes by dr. (B)(6) from (B)(6) institute. Subsequently, after this surgery she has been experiencing dry eyes, floaters, sharp stabbing "knife-pain" when she turns left or right. Also, she recently was diagnosed with early cataracts. Cataracts is currently being monitored to be sure it does not get worse. She is not sure to sue the doctors at the (B)(6) institute.